Event description:
It was reported the patient is having joint instability in the right knee. Surgeon has stated a revision surgery is needed but has not been scheduled.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.